Event description:
It was reported that revision surgery on the right hip due to possible infection; irrigation and debridement were performed along with sleeve exchange.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it was communicated that the revision was performed due to infection. No further information or clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed and the root cause of the infection remains unknown. The patient impact beyond the revision procedure, likely antibiotic therapy and the expected post-op convalescence cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.